Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Product requested, not yet received.

Event description:
During a first metatarsophalangeal fusion and proximal phalanx osteotomy, the cannulated driver fractured off in the head of the screw. The fractured piece was removed from the head of the screw without patient injury. The procedure was completed with a solid driver without delay.

Manufacturer narrative:
(B)(4). Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the device is deformed and fractured at the tip. However the driver tip twisting is intentionally designed in order to prevent the screw head from fracturing or stripping out. The root cause of the event was most likely due to too much torque applied than the driver was designed to withstand and the driver tip twisted to prevent damage to the screw and ultimately fractured. However, a conclusive root cause could not be determined without additional information.

Manufacturer narrative:
Correction: event date: (B)(6) 2016 and (510k #): k142658.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Root cause was determined to be design related. Corrective and preventive actions have been initiated to address the issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).